Event description:
Caller reported a cgm error 42, which did not influence the customer's blood glucose levels. Technical support provided guidance to reset the pump, and after the reset, the error did not reappear. The customer was able to start their sensor session successfully.